Event description:
It was reported there was an error code 41541. It would not reset despite recycling power and battery change. There was no patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was working properly. There was no known cause of the reported issue, the device and software were updated for better operation, but no further action was taken.